Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A regulatory agency reported that the knife was not sharp. No additional information is available.

Manufacturer narrative:
No sample was returned for evaluation for the complaint of the knife not being sharp; therefore, the condition of the product could not be verified. A review of the related device history records (DHR) for the reported lot number has been performed; the lot was reprocessed for possible bad sheathing. The device history record review does not point to a root cause because the lot was reprocessed and the product released met the product¿s acceptance criteria. A complaint history examination indicates there are no other complaints associated with the reported lot. Because no sample was returned and the device history record review of the lot number provided indicates product was released according to the product¿s acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. (B)(4).